Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed a "status 89" message. Complainant indicated that there was no patient involvement in the reported malfunction.